Event description:
Following a mammogram shortly after the implant procedure, the patient presented to the physician with pain at the chest incision site. On examination, the ipg was noted to have migrated inferiorly. Physician brought the patient into the operating room, revised the chest pocket, repositioned and re-sutured the ipg, and closed the incision site.